Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer rolled over onto the pump while sleeping and the touch screen became shattered. Additionally, the touch screen became black and customer was unable to interact with the pump. Customer's blood glucose was 311 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.